Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device had a diagnostic anomaly which counted atp data with no vt or vf episodes. The data was seen on a merlin.net transmission. Clinician reported that diagnostics will be cleared and the patient will be monitored.